Event description:
It was reported that during an unk procedure, when the device was opened, the white tissue pad had fallen off. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Eval summary: the device was returned with the tissue pad missing and with the blade gouged. Possible causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue of the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.